Event description:
It was reported that a novum iq large volume pump unable to clear system error message during patient infusion of fentanyl gtt (drip) in the cardiac intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction (missing information): h6 (update codes), h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.